Event description:
This event was captured based on review of the article, randomized comparison of conservative versus aggressive strategy for provisional side branch intervention in coronary bifurcation lesions results from the smart-strategy (smart angioplasty research team optimal strategy for side branch intervention in coronary bifurcation lesions) randomized trial. In this prospective randomized trial, 258 patients with a coronary bifurcation lesion treated with drug-eluting stents were randomized to a conservative or aggressive side-branch intervention strategy. Of the 258 patients, clinical outcomes were as follows: 0.08 % cardiac death, 0.08 % stent thrombosis, 23.2 % procedure-related myocardial necrosis, 7.8 % target bifurcation revascularization, 13.2% target lesion revascularization. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated as date of publication. There were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The patient effect of death captured in the article is being filed under a separate medwatch report number.